Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following her treatment. When her treatment was completed, she disconnected and noticed the machine had reset back to the beginning of treatment for an unk reason and was leaking fluid on the floor. When she opened the cassette door she found fluid leaking from the cassette. The set was discarded. During follow up, the pt's pd nurse reported her effluent remained clear. She had no signs of infection. She was not treated with any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.